Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5524m45 lead, implanted: (B)(6)1997. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. Lead fracture was suspected. The lead was inactivated, and later capped and replaced. No patient complications have been reported as a result of this event.